Manufacturer narrative:
Service was not dispatched to the site for this event, as the customer declined service. A beckman coulter inc. Field service engineer had previously been on site for a concurrent issue involving elevated prostate specific antigen (psa) results and the customer felt that the repairs performed for that event had resolved this issue as well. A definitive root cause for this event has not been determined to date. Associated mdrs for this event: 2122870-2012-01343, 2122870-2012-01358, 2122870-2012-01359.

Event description:
The customer reported that erroneous elevated total and diluted human chorionic gonadotropin (bhcg) results, above the normal reference range, were generated on a unicel dxc 600i synchron access clinical system for one patients over two days. This report represents the erroneous elevated diluted and total bhcg results generated on a unicel dxc 600i synchron access clinical system on (B)(6) 2012. The erroneous diluted total bhcg result was reported out of the laboratory and was questioned by the clinician as it did not match the clinical presentation of the patient. A previous bhcg test result for this patient had recovered within the normal reference range of the assay. There was no death, serious injury or modification to patient treatment associated or attributed to the event. Ultimately, subsequent redraws and follow-up testing generated total bhcg and diluted bhcg results which were within the normal reference range of the assay and considered valid. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that all quality control results were within two standard deviations of mean value during the timeframe of the event. Instrument system checks executed during the timeframe of the event met established specifications. No event log messages were generated in connection with this event. The results of a dilution test service procedure generated low mean values because they were biased by an incorrect dilution factor utilized by the customer. The sample was a plasma sample and was centrifuged prior to testing.